Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The field service engineer (fse) reported while at the customer site for preventative maintenance (pm), it was discovered the intercom was not working. The fse confirmed the operator was not able to hear the patient. If the operator is unable to hear the patient due to a failed intercom, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
Philips field service engineer (fse) was onsite performing a preventative maintenance that included an evaluation of the intercom system. The fse confirmed that the intercom was not working and that the operator was not able to hear the patients from the scan table and/or inside the gantry. The gantry microphone board assembly with spacer, 4 channel gantry audio board, gantry microphone assembly, gantry panel microphone assembly and the CT box display/software controller/mixer board were replaced to correct and resolve the malfunction. There was no report of harm to a patient, operator, or bystander as a result of this event. The system is operational and in clinical use. Further investigation of this issue determined that this event is not reportable.